Event description:
The report indicated that the dpt gave inconsistent values but the doctor was unable to confirm if it was a product problem or if the issue was related to the patient's condition and critical diagnosis (details not provided).

Manufacturer narrative:
The product was not returned; it was discarded at the hospital. A review of the manufacturing records could not be done without a lot number. The complaint could not be confirmed without a product return, no could potential contributing factors be identified. No actions will be taken at this time.